Event description:
The account reports: a clinician developed red, itchy, burning sensation of their hands after wearing the gloves during a lengthy procedure. The symptoms subsided after discontinuing use of the gloves.